Event description:
Reportedly, the cpr4 head turns on but cannot interrogate any pacemaker, despite being plugged to several usb ports and restarting the programmer.

Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: - upon reception, the returned cpr4 head was tested, and the reported behavior was confirmed, as it was impossible to perform device interrogations using the head. - the observed issue could have resulted from a mechanical shock, which led to the displacement of the antenna inside the cpr4 housing. - the antenna was repositioned, and correct functioning of the head was restored. - this case is recorded for trending purposes.

Event description:
Reportedly, the cpr4 head turns on but cannot interrogate any pacemaker, despite being plugged to several usb ports and restarting the programmer.